Manufacturer narrative:
Date of explant is (B)(6) 2017 (the exact date is unknown). The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-10456. It was reported the patient had been experiencing back and leg pain that was alleged to be aggravated by their stimulator. There was no specification on if the issue was stimulation related or product related. As a result, the patient's scs system was explanted.